Manufacturer narrative:
Refer to submissions 2015691-2022-10318, 2015691-2022-10054, 2015691-2022-10045 for the sensors and foresight module involved in this event. H3 other text : discarded.

Event description:
It was reported that there were inaccurate values when using the foresight large sensors, during use. The sensor placement was cerebral. The anesthesiologist stated that the values that displayed did not correlate with the clinical setting. The sto2 values were within the 50's throughout the case. When he replaced the sensors then the values increase by 20 points. The patient was healthy, per the anesthesiologist. The procedure was to remove a small tumor from the left ventricular wall. There was no inappropriate patient treatment. There was no patient harm or injury. Patient demographics were requested and not provided. The lot number of the sensors is unknown. The sensors were discarded by the facility and are not available for return. The rep stated the foresight module could not be ruled out as a contributor. They were used with the foresight fsm and neither could be ruled out as a contributor. Refer to 2015691-2022-10054 for the MDR for the foresight fsm and 2015691-2022-10045 for the other foresight sensor.

Manufacturer narrative:
The device was discarded at the facility and not available to be returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. The lot number is unknown. Therefore, a device history review could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device was not returned for evaluation. The software logs were returned for review. It was noted that the monitor involved in the event was set to an averaging mode of fast while monitoring an adult patient. The averaging mode recommended for an adult patient is the normal setting. There was not sufficient evidence to suggest that this was a device related malfunction or a manufacturing issue. The reported issue could not be confirmed h3 other text : data logs returned for review, device was not returned.